Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "during a procedure, the cutting loop of storz 15fr resectoscope sparked and disintegrated during a hysteroscopic myomectomy, creating a grey sediment inside the uterus. The surgeon noticed the loss/lack of ceramic tip on the sheath of the instrument and was not certain if the tip broke before or during the case." Additional information received on 2025-03-10 regarding the patient condition: "the patient suffered an injury to the uterus, which caused the grey sediments. The patient will require a second operation in 4 to six weeks to check for uterine adhesions."